Event description:
It was reported that the customer received a button error alarm during a bolus delivery. The customer's blood glucose was 127 mg/dl. The customer replaced the battery and then was able to clear the alarm. However, the customer stated that some keypad buttons were not reacting as normal. Advised that a replacement insulin pump would be sent. Advised customer to revert to a back-up plan per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked display window, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.